Event description:
It was reported coating peeled off. During a superficial femoral artery (sfa) occlusion case, a 5.0 x 100mm, 135cm ranger drug-coated balloon (dcb) was selected for use. Multiple attempts were made to cross the lesion with the ranger, but it was unsuccessful even after the lesion was dilated. The device was inserted inside the patient twice, and there was a concern that the drug coating might have peeled off. Another 5mm x 150mm ranger dcb was opened, and the procedure was completed after crossing the lesion. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined and revealed no damage. The loading tool is still coving the balloon and the drug coating is still visible. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. Product analysis confirmed the drug coating is still visible.

Event description:
It was reported coating peeled off. During a superficial femoral artery (sfa) occlusion case, a 5.0 x 100mm, 135cm ranger drug-coated balloon (dcb) was selected for use. Multiple attempts were made to cross the lesion with the ranger, but it was unsuccessful even after the lesion was dilated. The device was inserted inside the patient twice, and there was a concern that the drug coating might have peeled off. Another 5mm x 150mm ranger dcb was opened, and the procedure was completed after crossing the lesion. There were no patient complications.